Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an af procedure, with the patient in the room, display issues caused procedural delays and the procedure was then cancelled. During the procedure, it was noted that the remote screen was flickering. The fiber optic cable, media splitter, and dvi cable were replaced without resolution. The procedure was abandoned after the patient had entered the room. There were no consequences to the patient.